Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner and cracked lcd window. Unable to perform displacement test due to completely broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a broken reservoir compartment. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.